Event description:
On (B)(6) 2011, the patient/lay-user's supervisor contacted lifescan (lfs) alleging that the patient was experiencing an inaccurate high issue with his one touch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported that the alleged issue with the subject meter began on (B)(6) 2011, at 5:15 pm. The patient obtained a glucose result of "109 and 140 mg/dl" on the subject meter and "14 mg/dl" on another meter, the time difference between the results it is unknown. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The reporter stated that the patient manages his diabetes with humalog and lantus insulin and due to the alleged issue the patient continued taking his usual dose of medication. The patient's reporter claimed "1 hour" before the alleged issue started he felt "cold, clammy and unresponsive." In response to the patient's symptoms, on (B)(6) 2011, at 5:30 pm emergency medical services was called and they tested the patient's glucose on their ems meter and a result of "14 mg/dl" was obtained. The reporter stated that the patient was treated with a glucagon injection. There was no other device available at the time of the concern. During the initial call with customer service, the agent noted that the patient had been using the correct unit of measure set in the meter, an approved sample site, an appropriate testing technique and correct unexpired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.